Manufacturer narrative:
(B)(4) no longer applies due to new additional information.

Event description:
Additional information received reported a return of symptoms on (B)(6) 2015 due to the neurostimulator stopping. The cause of the device stopping remained unknown, with speculative causes noted. The device was reprogrammed on (B)(6) 2015 which resolved the issue. The event was assessed as non-serious and related to the neurostimulator. The patient was alive without injury.

Manufacturer narrative:
Concomitant product: product ID: 309328, lot# 0208533942, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's neurostimulator stopped. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. Reprogramming was performed and the issue resolved. The event was related to the device. Relevant medical history includes idiopathic functional urinary incontinence since 2005. Follow up is being conducted to determine if the patient experienced any symptoms related to the event, if the cause was determined, and what specific reprogramming was done. If additional information is received, a follow-up report will be sent.